Manufacturer narrative:
The device was returned and the evaluation states that the frame by the pivot link had a broken weld. MDR is being submitted as a result of a retrospective complaint review.

Event description:
There is a broken weld on the pivot link.